Event description:
It was reported that a novumiq large volume pump failed to alarm. The flashing red light was not turning on. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. During visual inspection one of the ui board stand off were broken. Functional testing was performed on irretrievable software version. The device turned on and screen was stuck at the baxter logo and the beacon light flashed red. The boot up screen will not go further and eventually the device will shut down. The ui board was replaced and was able to complete boot sequence. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.